Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that "signal loss" occurred. It was reported that a signal loss occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The day of the event the patient believed they passed out twice, but could not remember for how long, or the time interval between the 2 times. The patient was alone at that time and would not have experienced any symptoms before losing consciousness. When they regained consciousness they checked the dexcom app, and noted the signal loss. A fingerstick was taken and the blood glucose reading was in the range of 230 to 300 mg/dl. The patient self-treated with 3 units of insulin, and decided to go to the hospital. At the hospital, a fingerstick was taken and the blood glucose reading was 385 mg/dl while the cgm device still displayed the signal loss. The sensor was removed at that moment. The patient was treated with intravenous fluids and insulin, and would have been dehydrated at that time. No further treatment was reported and the patient was discharged after spending 2 days at the hospital. When the patient was discharged the blood glucose reading was 87 mg/dl. The patient was given a refill of his prescription and was provided with vitamins to use at home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.